Event description:
The customer reported that during cataract surgery an ophthalmic blade was found to be blunt and cause a poor corneal wound construction for his first three cases. The procedure details and patient impact was not reported. Additional information has been requested but is not available at the time of this report. Additional information received indicated that the surgery was completed on the same day without any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).